Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The result was flagged with a high a error, indicating that the sample required dilution. The result was reported to the physician(s), who questioned the result. The sample was diluted and rerun on the same instrument and resulted higher. The patient received a sonogram due to the discordant result. There are no reports of adverse health consequences due to the discordant, falsely low hcg result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument and instrument data, the tsc specialist did not find an instrument malfunction and the sample had been appropriately flagged by the instrument. The customer requested that samples flagged with high a errors be held in the laboratory information system (lis) instead of being automatically released. The tsc specialist referred the customer to their lis vendor to create rules for holding flagged hcg results. The cause of the discordant, falsely low hcg result being released is that the lis was not configured to hold flagged results. The dimension xpand plus with hm instrument performed according to specifications. The instrument is performing according to specifications. No further evaluation of the device is required.